Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used for wound closure. The patient was bandaged with gauze. One month after suture removal, there was a small amount of exudation in the incision. Explored the incision and removed the wires under the skin, and the incision gradually healed. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe any medical/surgical intervention required for this suture event including dates and results. Was the suture removed in a routine post-op procedure? What date was the suture removed? Were the sutures removed on two separate occasions? After a small amount of exudation was noted in the incision, were additional sutures removed? If yes, was this considered a second procedure? Was any re-suturing required? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? All answers above are unknown. Once there is any update, we will update the information.